Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had motor error during basal. The customer¿s blood glucose level was 600 mg/dl at the time of incident and treated with insulin pump. The customer assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer stated that the insulin pump did not exposed to strong magnetic field. Customer was able to complete insulin pump rewind. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.